Event description:
A 4.2 french catheter had been in situ for several weeks, being used for nutritional support in a pt with short gut syndrome. It was removed using gentle traction because of bacteremia, and inspection of the catheter tip showed it to be intact. Several weeks later, exploration of the catheter tract for chronic drainage revealed that the distal 1 centimeter outer portion of the "doubled" catheter wall had broken off and remained in the subcutaneous tissues. Examination of several unused catheters showed that other than at its most distal extent the "doubled" outer and inner walls are not attached to one another and can be easily separated. This means that inspection of the catheter tip alone does not confirm complete removal, and may in fact be deceptive in falsely reassuring physicians that the entire catheter has been removed.